Manufacturer narrative:
G.4. K201075; k251654. The complaint of a hair in the package was confirmed and the cause appeared to be packaging related. One photograph was provided for investigation, which showed a 20g insyte autoguard unit package. The package appeared to be sealed and material that was consistent with hair was observed in the seal. There were no other similar complaints from the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
It was reported that a hair was found in the crimp of the medical device packaging. Response received on:04/10/2026: the event occurred on 02/04/2026 and was reported to us on 6/04.